Event description:
It was reported that on (B)(6) 2024, during a selenia dimensions procedure the customer experienced errors with the system. A field engineer examined the equipment and determined that the logs indicated uncommanded motion. A new vertical brake was installed and tested. The system met the manufacturer´s specifications. No patient or staff injury reported.

Manufacturer narrative:
H6: component code appropriate term/code not available: suggested code: brake.